Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. For the inflation test, air was applied through valve on the flat pilot balloon to inflate the cuff. The cuff was checked at 24 hours to make sure that the cuff was still inflated. A deflation test is performed; a vacuum system was applied through valve on the flat pilot balloon to remove the air of the cuff. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff does not hold air and had low pressure alarm on ventilator. It was stated that the patient was re-intubated the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.